Event description:
It was reported that, at an in-clinic interrogation, it was noted that this right ventricular (rv) lead had high, out-of-range shock impedance measurements. The vector was changed and the impedance returned to within normal range. Daily measurements had reportedly remained within normal limits. No adverse patient effects were reported. This lead remains in service.